Event description:
Dr. (B)(6) from the (B)(6) called (B)(6) medical at approximately 10:30 a, friday, (B)(6) 2017. Dr. (B)(6) stated that (B)(6) recorded three cases of right ventricle dysfunctions in which celsior was used. Two cases recovered after treatment and a third resulted in death. His concern was based on the fact that the ph of celsior was measured at the facility and found it to be approximately 6.87 which was below the IFU stated ph of approximately 7.3. The ph was performed on a blood gas ph meter on an unopened celsior package. Dr. (B)(6) stated that (B)(6) (quality control - (B)(6)) would be the point person for all further communications. Product: celsior, product lot: cel0061.